Event description:
A surgeon reported that a pt who received op-1 putty and calstrux had an inflammatory reaction secondary to the calstrux migration. He stated that the pt is now doing very well. Add'l info has been requested.